Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood was observed. A visual inspection was conducted. No visual non-conformities were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. To test the ability of the extension cable to deliver energy, an electrical evaluation was performed. A pre-cautery test was performed as per the instruction for use (IFU) with a reference hemopro , reported extension cable and reference power supply at level 2.5. The device passed the pre-cautery test, it produced steam and heat during 5-second activations and shut off when the toggle was released. The cable was evaluated for electrical continuity using a multimeter. The connection between plug 1 - din 3, plug 2 - din 1 and plug 3 - din 5 were evaluated. Continuity was confirmed at all connections. Based on the results of the evaluation the reported complaint was not confirmed for the reported failure mode "failure to deliver energy."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, dc extension cable failed to deliver energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.